Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the turbine was defective. As a resolution,the turbine manifold assembly was replaced.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 has defective turbine. No air flow during operation. The customer confirmed that there was no patient involvement associated with the reported event.the reported issue happened during preventive maintenance.